Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 7 years ago. The thoracic arch was severely angulated at 90 degrees. It was reported that the distal main stent graft migrated and separated from the proximal main stent graft and created a type 3 endoleak. The decision was made to bridge the gap with an additional talent thoracic stent graft. As the first stent graft was being implanted it deployed with an apex of the bare spring in the misaligned position (see MFR # 2953200-2009-00347). The physician attempted to cover this area with a second talent stent graft; however, it deployed at an angle (see MFR # 2953200-2009-00348). Attempted to straighten the stent graft and pull it down with a reliant balloon unsuccessfully. A third stent graft was positioned and deployed at the intended location distal to the previous two stent grafts. The pt had a pacemaker; therefore, it was not possible to temporarily reduce the blood pressure during the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention)- evaluation codes, results and conclusion: (angulated aortic arch).